Event description:
During the procedure the wire became unraveled and broke within the pt. An unsuccessful attempt was made to retrieve the fragment. The pt was taken to cardiac surgery where the wire was removed. The pt is reported as fine. The device is being retained by the hosp